Event description:
It was reported that an atypical tip tear occurred. Procedure summary: a 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure when the 14f isleeve introducer sheath was removed bleeding at the femoral access site occurred. A small femoral artery dissection was suspected. A new dilator and closure device were placed, pressure was applied, and fluoroscopy showed the bleeding resolved. When the 14f isleeve introducer sheath was removed from the patient an atypical tear at the tip of the device was identified with a partially detached flap. Patient status: the patient fully recovered and was discharged.

Manufacturer narrative:
H6 component codes updated. H6 evaluation method codes updated. H6 evaluation result codes updated. H6 evaluation conclusion codes updated. Returned device analysis: the 14f isleeve introducer sheath was returned and device analysis was performed by a bsc quality technician. The returned device consisted of a 14f isleeve introducer sheath with the dilator pushed completely through the sheath and protruded from the sheath tip. The device was visually and microscopically evaluated. Two (2) of the three (3) expansion seams were expanded with the tip split at two of these seams. The expanded seams of the 14f isleeve introducer sheath and one of the two tip splits occurred along the seam line and is expected during use of the device, as the seams and tip are designed to expand with use to allow passage of a delivery system and balloon aortic valvuloplasty (bav) catheter; therefore, this is not considered device damage. The second tip split occurred at a different expansion seam and a portion of the sheath tip was torn/split at the transition which created a flap. Additional device tip damage was noted. The 14f isleeve introducer sheath tip was confirmed to be damaged in an atypical manner. A single device photograph was received and reviewed by a bsc quality engineer. The photograph showed the 14f isleeve introducer sheath tip which was torn in an atypical manner. The photograph matched the damage of the returned device.

Event description:
It was reported that an atypical tip tear occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure when the 14f isleeve introducer sheath was removed bleeding at the femoral access site occurred. A small femoral artery dissection was suspected. A new dilator and closure device were placed, pressure was applied, and fluoroscopy showed the bleeding resolved. When the 14f isleeve introducer sheath was removed from the patient an atypical tear at the tip of the device was identified with a partially detached flap. The patient fully recovered and was discharged.